Event description:
It was reported that he procedure was to treat a de novo left anterior descending artery. The lesion was pre-dilatated with unspecified 3.0x8mm balloon at 12 atmospheres. The 3.0x23mm xience alpine stent delivery system was deployed. However, check shot revealed a dissection at the distal end. A 3.0x8mm unspecified drug eluting stent was used to treat the dissection. Results are good with timi iii flow without any residual stenosis. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effects of dissection is listed in the xience alpine everolimus eluting coronary stent systems instructions for use as a known patient effects of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.